Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Primary product: coolsculpting elite system. Serial number: (B)(6). Catalog number: cs-s3-002-d-00-r. Lot number: ni. UDI: (B)(4). Manufacturing date: 1/29/2023. Concomitant product: coolsculpting elite system. Serial number: (B)(6). Catalog number: cs-s3-002-d-00-r. Lot number: ni. UDI: (B)(4). Manufacturing date: 2/07/2023.

Event description:
Healthcare professional reported paradoxical hyperplasia (ph) on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. Coolsculpting elite system treatments were performed to the upper flanks only after treatment to the upper/lower abdomen and flanks using curve 120, curve 150, and curve 240 applicators, 2 months post treatment. Healthcare professional later reported that the patient was treated to the upper/lower abdomen, flanks (upper/lower) and bra area and presented with paradoxical hyperplasia (ph) diagnosed at the bra fat/back fat area (right upper bra area) [infrascapular area]. Described as, "tissue appears larger than other tissue as is a defined area".

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Primary product: coolsculpting elite system. Serial number: (B)(6). Catalog number: cs-s3-002-d-00-r. Lot number: ni. UDI: (B)(4). Manufacturing date: 1/29/2023. Concomitant product: coolsculpting elite system. Serial number: (B)(6). Catalog number: cs-s3-002-d-00-r. Lot number: ni. UDI: (B)(4). Manufacturing date: 2/07/2023.

Event description:
Healthcare professional reported paradoxical hyperplasia (ph) on the upper flanks only after coolsculpting elite treatment to the upper/lower abdomen and flanks using curve 120, curve 150 and curve 240 applicators, 2 months post treatment. Healthcare professional later reported that the patient was treated to the upper/lower abdomen, flanks (upper/lower) and bra area and presented with paradoxical hyperplasia (ph) diagnosed at the bra fat/back fat area (right upper bra area). Described as, "tissue appears larger than other tissue as is a defined area". Healthcare professional later reported that the area that was evaluated with ph is the "right bra area".